Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff alleged that a cable broke on a vessel sealer instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, the reporter denied that any fragments fell or that a patient was harmed/injured because of the alleged issue. The reporter indicated that the alleged issue occurred during a hysterectomy procedure that was completed with no post-operative complications. The surgeon reportedly used a different unspecified instrument after the alleged issue was noticed. The initial reporter indicated the instrument was not used on the patient. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.